Manufacturer narrative:
The customer stated that the clinitek atlas reagent lot is unknown and the reagent and sample have been discarded. Siemens support wrote a crosscheck rule so that negative blood results will be reported as ??? If the sediment result is positive. The customer states this is an isolated event and the system is operational. The cause of this event is unknown.

Event description:
The customer reported a false negative urine blood on the clinitek atlas compared to sediment results. There was no report of injury due to this event.